Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had prolonged charge time. The patient presented in clinic and a manual capacitor charge was performed with acceptable values. Patient was stable throughout event.